Event description:
About 1 year after primary surgery the patient came in presenting anterior knee pain and slight instability and the cause is unknown. There was no trauma reported. The surgeon revised the patient`s natural patella and upsized the insert from 12mm to 14mm.

Manufacturer narrative:
Batch review performed on 02 march 2026: lot 2347705: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.